Event description:
(B)(6) revised a stryker duracon tka of the left knee. He replaced the femoral and tibial components with an exactech revision tka. He left the patella button in place. (B)(6) said the patient had some laxity and pain for a while. When he opened up for the revision, the femoral component was loose.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown duracon femoral component. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.